Event description:
According to the implant center, patient's skin flap was thinned sometime during 1999 (exact date unknown). It was also reported that the patient suffered from a skin disease unrelated to cochlear implant. In 2001, the skin flap broke down, necessitating device removal. Sometime later, the patient was reimplanted on the contralateral side with another clarion device.